Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime anomaly noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked belt clip slot.

Event description:
The customer reported via phone call that insulin was squirting out during manual prime process and the insulin continued to drip after letting go of the act button. The customer also reported that the numbers continued to rise and the insulin pump was still beeping after letting go of the act button as well. The customer's blood glucose was 200 mg/dl at the time of incident. The customer's blood glucose was 143 mg/dl at the time of call. The customer stated that there was no compromised force sensor system alarm in the alarm history. The customer stated that the drive support cap was normal. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.